Manufacturer narrative:
Patient city: reus. Patient country: spain. Name: medtronic minimed. Street:18000 devonshire street. City: northridge. State: ca. Code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced six infusion sets detached back to back in twenty four hours due to tape not sticking issue event on 01 apr 2026.